Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were difficult to operate during use. The following was reported by the initial reporter: "it was reported that there is a problem with the pen needles. Verbatim: from phone call on (B)(6) 2021 16:56:17: consumer stated that the complaint was taken care of. I was not able to locate another file but he said it was already handled. (B)(6) voicemail: consumer left voicemail stating that he is having a problem with the pen needles."